Event description:
Physician reported a right side rupture. Unknown if the device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: weight to the spec, opening on posterior and brown particles in the shell. A visual and microscopic analysis was performed which identified: striated opening on posterior and crease fold. Base on the device analysis the final assessment is: striated opening assessed as surgical damage.

Event description:
Device has been explanted.